Event description:
It was observed during the device inspection that subject device had the glue chipped in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due to chemical stress such as disinfectants are thought to be factors, but it has not been identified. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.